Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced adnexa uteri pain ("ovarian pain"), arthralgia ("hip hurt a lot/ hip pain") and myalgia ("sore muscles") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the adnexa uteri pain had resolved and the arthralgia, weight decreased and myalgia outcome was unknown. The reporter considered adnexa uteri pain, arthralgia, medical device removal, myalgia and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- new reporter added. New event sore muscles was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced adnexa uteri pain ("ovarian pain"), arthralgia ("hip hurt a lot/ hip pain") and myalgia ("sore muscles") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the adnexa uteri pain had resolved and the arthralgia, weight decreased and myalgia outcome was unknown. The reporter considered adnexa uteri pain, arthralgia, medical device removal, myalgia and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced adnexa uteri pain ("ovarian pain"), arthralgia ("hip hurt a lot/ hip pain") and myalgia ("sore muscles") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the adnexa uteri pain had resolved and the arthralgia and weight decreased outcome was unknown. The reporter considered adnexa uteri pain, arthralgia, medical device removal, myalgia and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- new reporter added. New event sore muscles was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.